Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that the patient awoke with a high blood glucose (bg) of 400 mg/dl with symptoms of nausea, vomiting, abdominal pain and tested positive for high ketones. The reporter noticed that the pump had been suspended for several hours during the night. In response to the high bg and symptoms the patient¿s mother administered insulin via injection until his bg came down. The reporter also stated that she changed the infusion set and gave the patient plenty of water to drink. At the time of troubleshooting, it was noted that the pump was not available for review. The patient¿s mother reported the patient most likely rolled on the pump and accidentally pressed buttons. She stated that the subject pump had not suspended again since the incident. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia after the subject pump had suspended.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the pump suspend history showed that the pump was manually suspended on (B)(6) 2013 at 00:14 and was manually resumed at 06:31. During testing, the pump booted with appropriately audible and vibratory alarms. The pump was exercised for 24 hours without any suspends occurring. The pump buttons were tested and confirmed no hyper-responsive buttons. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.